Event description:
It was reported that the patient indicated that he has experienced an increase in depression over the last two months. The patient indicated that he can no longer feel device stimulation. The physician indicated that device diagnostics were within normal limits and the battery was not low. The physician indicated that there have been no setting changes since 2010 and there have been no medication changes that could have caused or contributed to an increase in depression. The physician reported that the patient is on fairly good doses of medications which has kept his depression under pretty good control, but that every now and then it is possible that his depression worsens. The physician was unsure if the patient's depression has increased above or below the patient's pre-vns baseline. The physician plans to make some adjustments to the device settings to see if that helps decrease the patient's depression.